Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty in breathing, bronchitis. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not power on/will not function, difficulty breathing/ short of breath, bronchitis. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed an unknown dust contamination on the top enclosure, inlet of the blower box, on the pca near the blower box inlet, front panel, bottom enclosure, blower, blower seal, blower box. Hairlike particles were observed on the top enclosure and the bottom enclosure. A keratin like substance was observed on the blower box outlet and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.